Event description:
During a meniscal repair, it was reported that once the needle was inserted into the meniscus, the surgeon deployed the anchor by pushing the grey ring on the insertion device forward. When he retracted the needle to reposition it to insert the second anchor he noted that the deployment device was jammed in the forward position and the second anchor had been unintentionally deployed at the same time as the first. While tensioning the suture, the whole construct came loose and was removed from the patient. Another fastfix 360 was used to successfully complete the procedure.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).